Manufacturer narrative:
The oad and guide wire were returned for evaluation. The initial visual and tactile examination of the handle assembly and driveshaft revealed the driveshaft to be fractured at the distal edge of the crown. The crown was intact and undamaged. There was no other damage observed with the oad. The fractured driveshaft and crown section was sent for scanning electron microscope (sem) analysis, which identified evidence of fatigue striations on the fractured faces of the driveshaft filars. There was no damage to the guide wire that would have contributed to the reported event. The control knob was loose and traveled smoothly. An in-house wire was loaded through the device without issue. When tested using an in-house saline pump, the device spun during low and high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated and functioned as intended with no abnormalities observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the device analysis, the reported event was confirmed. However, the root cause for the issue was unable to be confirmed. (B)(4).

Event description:
During a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), the crown became detached from the device. The target lesion was located in the left anterior descending (lad) artery and was treated with the oad using multiple passes on low speed. Fluoroscopy was performed and it was noted that the crown had become detached from the device. The crown was removed along with the guide wire and the procedure was completed with balloon angioplasty and stent placement. The patient was stable throughout the procedure. Medwatch mw5073253 was received regarding this event.